Manufacturer narrative:
Image review: imaging shows that the valve appears under expanded and positioned too high, especially on the non-coronary cusp (ncc) side, and more likely in a zero position rather than 1 mm depth. The impression of under expansion is strengthened by imaging in the left anterior oblique (lao) view. Although, due to lacking contrast injection, the left coronary cusp (lcc) implant depth cannot be assessed in this image. The fully deployed valve clearly shows under expansion on the ncc side, but the final implant depth or any embolization cannot be assessed in this image (no contrast). Subsequent imaging shows the clearly embolized evolut valve. Several factors could have contributed to the valve embolization. As no pre-implant balloon aortic valvuloplasty (bav) was done, the calcified annulus prevented the evolut from fully expanding. The constricted, under expanded valve could not unfold its full radial force in the annulus. Consequently, the valve was not anchored well enough in place when the nose cone was pulled back. In this situation, a slight touch of the catheter¿s inner member or the nose cone might have been enough to dislodge the valve upwards. Fortunately, after snaring the first valve into the ascending aorta, a new valve could successfully be implanted and no additional adverse patient effects were reported. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product type: compression loading system (cls). Product ID: d-evolutfx-2329; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was at a high implant position, estimated to be 1mm on the non-coronary cusp (ncc) prior to valve release. After the valve was released, the delivery catheter system (dcs) nose cone was retrieved and the dcs was removed. On the next fluoroscopy image, the valve had dislodged upward, above the annulus. This caused aortic regurgitation and hypotension. The valve was snared to a higher position whilst a second valve was prepared and loaded. The new valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was at a high implant position, estimated to be 1mm on the non-coronary cusp (ncc) prior to valve release. After the valve was released, the delivery catheter system (dcs) nose cone was retrieved and the dcs was removed. On the next fluoroscopy image, the valve had dislodged upward, above the annulus. This caused aortic regurgitation and hypotension. The valve was snared to a higher position whilst a second valve was prepared and loaded. The new valve was successfully implanted. No additional adverse patient effects were reported. Additional information was received that no pre-balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgment, the valve implant depth was approximately 1 millimeter (mm) on the left coronary cusp (lcc). After the dislodgement, the valve was approximately 5 mm above the annulus. Moderate aortic regurgitation was reported. After the second valve was implanted, mild aortic regurgitation was reported. No additional adverse patient effects were reported. Additional information was received that the regurgitation observed was paravalvular leak (pvl).

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgment, the valve implant depth was approximately 1 millimeter (mm) on the left coronary cusp (lcc). After the dislodgement, the valve was approximately 5 mm above the annulus. Moderate aortic regurgitation was reported. After the second valve was implanted, mild aortic regurgitation was reported. No additional adverse patient effects were reported.